Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of (28-30 mg/dl) the customer consumes carbohydrates (cho's) to stabilize bg level. The customer stated to have over corrected a bolus and gave too much insulin. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.